Event description:
The director of surgical services reported that a system message displayed during a surgical procedure. The staff rebooted the system but the same message displayed again. The footswitch and footswitch cable were exchanged and the surgical procedure was completed. There was no harm to the pt.

Manufacturer narrative:
Service has been performed on the system, however, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).